Event description:
Material # 10014881, batch # 24109237. It was reported by customer that they had another failure tubing. Customer response received on 06-feb-2025 after our, I¿m hearing from our safety team that lot number (10)24109237 also failed. According to pharmacy, it failed 1 out of 10 times when inspected. We are sequestering this lot as well. Customer responded on 19-feb-2025 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 02-06-2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Prep did no reach patient. 3. Please provide the address of the facility for us to ship the return label? See below.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10014881 and lot# 24109237 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that they had another failure tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.